Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an implant procedure, the right ventricle lead could not be deployed. The lead was exchanged and the procedure continued. The patient was stable post procedure.